Event description:
The grasper was being used to grasp the gallbladder. The surgeon stated that the device was sprung and while attempting to grasp the gallbladder, one of the jaws broke off. The piece was immediately located using visualization and fluoroscopy, but when attempting to bring it out through a port, it fell from the grasper and became lodged behind the liver. After unsuccessfully attempting to irrigate the broken jaw from behind the liver, the abdomen was opened and the foreign body retrieved. Close examination of the instrument showed that the instrument appeared to be complete when the broken pieces were put back together.